Event description:
It was reported to philips that the screen does not display images. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the issue occurred during the starting of the planned (non-emergency) procedure. A philips remote service engineer (rse) attempted to contact the customer to look into the reported issue but received no response. Later, it was found that the reported issue of a defective monitor was an error, and that there was no problem with the system, which was working without problems. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. It was determined that there was no problem with the system, and that the reported issue was logged by mistake. The system was confirmed to be operating normally, and the rse deemed that the system was in use in good working order. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.